Event description:
The st. Jude medical representative reported that the ICD has a device parameter error message. When attempts were made to program out of the dpe message, a new dpe message would appear saying "incomplete programming." Several attempts were made to troubleshoot, but none were successful. The ICD was explanted and returned for analysis.